Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial episodes, atrial signals were falling into implantable pulse generator (ipg) blanking leading to early termination of the atrial episodes. The ipg remains in use. No patient complications have been reported as a result of this event.